Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - impact code - f2302 blood transfusion.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient experienced bleeding at the sensor insertion site the day it was inserted into the abdomen. On (B)(6) 2024, the patient reported that he tried to stop the bleeding himself but was not successful, therefore, he went to the ER (emergency room) for assistance. At the ER, the patient was treated with 2 liters of blood, 100 mg of fentanyl, and 8mg of morphine. After a few hours, the patient was discharged home. The patient was in normal condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.